Event description:
It has been reported that the bd sars-cov-2/flu for bd max¿ system has been found producing false positive results. Cephied was used for confirmatory testing. There was no report of patient impact. (B)(4). The following has been provided by the initial reporter: customer ran 16 em swabs. One swab came back positive for max pipettor head. Customer reports 8 em swabs failed due to positive targets for n1 and rnase-p.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary the complaint investigation for discrepant result with the bd max sars-cov-2/flu (ref. (B)(4)) lot 1257241 was performed by the review of the manufacturing records, customer¿s data analysis and verification of complaints history. Review of the manufacturing records of bd max sars-cov-2/flu indicated that the lot was manufactured according to specifications and met performance requirements. Customer reported a positive result when using bd max sars-cov-2/flu kit lot 1257241 while a negative result was obtained when retested with the bd sars-cov-2 reagents assay. Customer provided four run files (298, 299, 336 and 337) for investigation. Manual pcr curve adjudication was conducted across the discrepant samples. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Based on the analysis, the positive sample (a12 run 298) revealed a late and low, but true, cov2 positive result. According to the customer, environmental monitoring revealed contamination of sars-cov-2 targets in the bd max instrument. Customer cleaned inside the instrument and repeated the environmental monitoring, and all the results were negative for sars cov-2 targets. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max sars-cov-2/flu lot 1257241. The root cause was not identified. However, environmental or cross contamination, are the most likely causes to explain the customer¿s positive results. Also, a specimen at or near the assay limit of detection cannot be excluded. Bd cannot confirm the complaint based on the investigation that was performed. H3 other text : see h10.

Event description:
It has been reported that the bd sars-cov-2/flu for bd max¿ system has been found producing false positive results. Cephied was used for confirmatory testing. There was no report of patient impact. Eua (B)(4). The following has been provided by the initial reporter: customer ran 16 em swabs. One swab came back positive for max pipettor head. Customer reports 8 em swabs failed due to positive targets for n1 and rnase-p.